Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability implant remains in situ a bridge will be constructed from 15 to 17. Fracture was caused by mechanical overloading with the utmost probability. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.